Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including bad battery and motor error. Customer also indicated that they were hospitalized for low blood glucose of 26mg/dl. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. The customer's blood glucose reading was 26 to 47 mg/dl at the time of incident and 116mg/dl at the time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further low blood glucose troubleshooting was performed.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The drive support disk was inspected and no damage or anomaly was noted. The pump was monitored and no unexpected failed battery, weak battery, or bad battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.